Event description:
On (B)(6) 2011, pt reported an ongoing concern with insulin leaking from his infusion sets. The leak is not due to the adhesive not sticking correctly, and the infusion tubing was not exposed to excessive mechanical stress or used out of specification. The luer lock was tightened firmly. He discovered the leak when his clothing was wet with insulin. Infusion device is worn in his pocket, and he hears an audible click when the tube is connected to the headset. Insertion device is used to insert headsets, and pt rotates his infusion sites. Pt believes the leak was located somewhere around the cannula. Infusion sets were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.